Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and unstable stent could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during angioplasty of a saphenous vein graft (svg) to the right coronary artery, a perforation occurred. A 3.0x16 otw graftmaster stent system was advanced through a 7fr sheath from the left groin. Resistance was felt as the stent system was exiting but not completely outside of the guiding catheter and entering the vein graft. No force was applied. The physician initially felt the device was caught on the svg. The physician stopped and attempted to withdrawn the stent system. No resistance was felt; however, it was noted that the stent had moved on the balloon approximately 4 mm. The physician then removed the guide catheter and the stent system as a single unit to the 7 fr sheath. As the devices entered the sheath, the stent dislodged in the left iliac (groin). No intervention was performed to retrieve the stent. The perforation was treated successfully with prolonged balloon inflations. Current patient status is reported as stable. The physician stated that there was very little manipulation of the graftmaster stent system and that the balloon should not have moved/dislodged. No additional information was provided. Abbott clinical analysis of cine images could not draw a conclusion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.